Manufacturer narrative:
This report is submitted following patient's report to FDA. Due to lack of contact details, no photos nor any additional clinical information could be obtained. Investigation could not be performed and the root cause remains unknown.

Event description:
This report is submitted following a report to FDA (mw5177920) from a female patient who complained about 2nd degree burns on thighs following morpheus8 treatment, pie and scarring.